Event description:
In 2008, it was reported to boston scientific corp that a low profile balloon enteral feeding device was used during a peg procedure in the same month. According to the complainant, the device had detached outside the pt's body about 3 weeks after placement. It was also reported that a balloon leak was noted. The device was replaced with a second low profile balloon device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the date of manufacture cannot be determined. Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. A device eval has not been performed; the cause of the reported malfunction is undetermined.